Event description:
Admitted for post-op bleeding from surgical wound approximately one week old. Taken to or and staples removed by nurse with physician present. Physician recognized after fourth staple removed that he was dealing with a wound dehiscence. Immediately received induction of anesthesia and physician opened wound and discovered sutures closing fascia had broken into three pieces and the wound had dehisced all the way to the the subcutaneous tissue with small intestine visible. Fascia was reclosed in appropriate fashion. Pt left operating room in stable condition and discharged four days later with no adverse outcome.